Event description:
Customer reporting on behalf of relative (son). Individual received a false positive on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use. The individual tested negative with four separate covid-19 tests from three different vendors; brand and test dates are unknown. No further information including cartridge lot number, cartridge serial number, reader serial number, patient specific information or confirmatory tests brand and test date.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.